Event description:
It was reported that a patient underwent a sinus lift procedure in the beginning of (B)(6) 2012 and mesh was used. The patient experienced suppuration of the sinuses. Antibiotic treatment was given to the patient to stop the infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.